Manufacturer narrative:
The issue was resolved at the customer site by replacing the table keypad membrane switch. Based upon the root cause investigation, the keypad membrane switch located on the x-ray table appears to stick in place with very light pressure applied, and as a result the over head tube crane (otc) moves. The root cause of the issue has been identified as the presence of conductive ink in an isolation area where if not cleaned off properly by the MFR, could cause the membrane switch to stick in place. This issue has the potential to occur when very light pressure (e.g. User's clothing brushing up against the switch) activates the membrane switch and causes the otc to move. Carestream is investigating f/u actions to resolve the root cause of this issue.

Event description:
The drx-evolution system was auto-positioned to the wall stand (ws) bucky. There were 2 operators with one pt in the exam room. The otc started to autocenter to the x-ray table bucky without any request or action taken by the operators. There was no injury to the users or the pt.